Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. On initial placement sensing was good but pacing threshold measurements were noted to be high. An attempt to reposition the lead was made however difficulty was experienced extending the helix mechanism. A new lead was successfully placed. No adverse patient effects were reported.